Event description:
It was reported that the lv (left ventricular) lead dislodged. The lead was explanted. In the post-operative period following implant of the replacement lead, and while the patient was still on the operating table, lv lead impedances increased to high levels. The physician reopened the pocket and upon observing that the lead pin appeared to not be fully seated, the pin was advanced in the header. Impedances were rechecked and found to have decreased to normal range. Additionally, the setscrew was backed out too far. The grommet was removed and the setscrew was repositioned, followed by sealing with silicone glue. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m62 lead, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2014.